Event description:
The complainant reported that during impella 5.5 support, the placement signal was lost while the fixation pad was being secured. Device position was reassessed with imaging and corrected, which restored the placement signal with stable flow throughout. Later, intermittent loss of the placement signal recurred along with a yellow controller alarm, although device flow, motor current, and position remained stable. The clinical team switched to a different console and completed an automated controller transfer, after which the alarms resolved and no further issues occurred.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Updated information: d1 brand name updated. D4 catalog number updated. H6 component code changed to g04105. The investigation for the placement signal issue has been completed. No logs were returned. The cause of the injury was not determined since no product and no logs were returned and insufficient clinical details were provided.